Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a shoulder arthroscopy rotator cuss repair an ar-13991n (lot 10438078) scorpion needle tip broke off in the right shoulder of the patient. The broken tip was discovered at the end of the procedure. An x-ray was taken and it was seen on the image. The surgeon then went back in and used the arthroscopic shaver to try to find it. Multiple s-rays were taken and the tip was no longer seen. The part and lot number of the hand piece being used with the needle is unknown. The needle will be returned for evaluation.